Event description:
The complainant reported a 71-year-old male patient in an acute myocardial infarction / cardiogenic shock (ami/cgs) was implanted with an impella cp device for mechanical circulatory support. During the initial setup, the automated impella controller (aic) failed to correctly prime and detect purge cassette. An additional cassette was used with the same result. The aic was swapped, cassette was recognized, and pump properly primed. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise). Patient's peri-procedural condition was critical.

Manufacturer narrative:
The automated impella controller (aic) was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the console purge issues has been completed. Data logs were reviewed which partially confirmed priming issue and purge cassette detection issues. The purge kit was able to complete priming without issue but there were some imc-ahp error: 0x91 0x83 0×24 prompts observed from the reported. The console was returned for evaluation and the reported priming and purge cassette detection issues were unable to be reproduced. The aic was able to prime and detect the purge cassette as normal when it was tested in the lab. The root cause of the priming and purge cassette detection issue was likely use related. Corrections to the initial MFR report: h6 impact code incorrectly coded 1802.